Manufacturer narrative:
(B)(4). All available information was investigated and the reported clip actuation issue was confirmed. The investigation determined the inability to open the clip is related to the identified harness jam; however, a definitive cause for the identified harness jam could not be determined. It is possible that there were additional forces on the device during preparation, which resulted in increased tension on the clip components, and therefore contributed to the user experience; however, this cannot be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This report is filed because returned device analysis observed a jammed harness, preventing clip opening. Although there was no patient involvement, if this were occur in the anatomy there is potential of injury. It was reported that during clip delivery system preparation, the clip was unable to open. The lock lever was retracted approximately 1 centimeter above the blue line, however the clip would not open. There was no patient involvement and the device was not used in a procedure. There was no additional information provided regarding the reported clip issue. Subsequent returned device analysis was performed on 12/13/2016 and the clip was not able to be opened. The clip was manually opened and the harness was noted to be jammed into the binding plate and the connector.